Manufacturer narrative:
The investigation for the limb ischemia and purge cassette failure has been completed. The impella has not been returned for evaluation. However, data logs were reviewed which revealed a gradual rise in purge pressure was observed over a period of 5 minutes. The rise in purge pressure was observed to be a logarithmic rise. A motor current spike was also observed before the rise in purge pressure. Data logs show the high purge pressure was able to resolve over a period of approximately 3 hours. Clinical details noted that "high purge pressure" alarms were resolved after purge cassette was changed. Purge solution used contained sodium bicarbonate. No kinks in line were observed by clinical team. Pump was able to run for another 5 days before explant without issue. Additionally, clinical details noted that the patient was experiencing limb ischemia before impella was inserted and intervention was performed once pump was implanted. The cause of the high purge pressure was biomaterial per data log review. The root cause of the limb ischemia could not be determined without additional information. Added- h6 component code 925 d4-corrected model number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic was implanted with an impella cp device for mechanical circulatory support and while on support experienced limb ischemia. The patient was admitted in with pulmonary embolism and deep vein thrombosis (dvt). The dvt was in the left leg. The patient was placed on both extra-corporeal membrane oxygenation and impella cp pump for support. The limb with the impella cp had to have an intervention for restoration of the flow. The team performed cutdown and aspiration as compartment syndrome was developing. The prognosis was poor to keep the limb. The patient was noted to be in stable condition.